Manufacturer narrative:
(B)(4). Batch # n93197. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the surgeon forced the handle open to remove device from tissue.: was the device on a vessel/artery when it would not open? Device was on broad ligament if yes, how was the device removed? (I.e. Cut off, forced opened handle was forced opened to open the jaws. If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? No damage to vessel/artery. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No, they opened another enseal super jaw to complete the case.

Event description:
It was reported that during an open hysterectomy procedure, the surgeon was using device across the round ligament. After the firing cycle was complete, the jaws quit opening. Case completed with another device of the same product code. There were no patient consequences reported.